Manufacturer narrative:
The reported event was confirmed as the product was returned and examination determined that the tasp exhibits signs of repeated use (nicked and gouged) also has fractured on the medial side of the post. All pieces were returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a provisional had fractured. No adverse events have been reported as a result of the malfunction.